Event description:
Customer reported that they need a replacement cpu - system was no longer communicating to devices on the network. Customer turned off system by use of the power button and it will not boot back up, instead it powers on and the fans spin but no video and no network connections. This resulted in a temporary inability to centrally monitor patients, however bedside monitoring was not affected. There was no report of any patient harm as a result of the reported event. The customer did not provide any patient information.

Manufacturer narrative:
Welch allyn factory service confirmed field failure. Functional testing of the network card (nic) revealed that it has failed. For this repair, mother-board was replaced. The cpu motherboard/ nic is an off-the-shelf computer peripheral made by another manufacturer and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these subcomponents as the source of the failure.